Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information was not provided for the reporter. The reason for reoperation was pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported left side breast pain, nipple pain, breast tenderness. The device has been explanted.